Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to the high blood glucose on unknown date and insulin pump had no alarm. The customer was treated with the insulin pump. The customer's blood glucose get down to normal when use other pump. The device will be returned for the analysis.